Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm showed 140 mg/dl; the patient felt unwell and dizzy but trusted the cgm reading and did not think of measuring her bg. She lost consciousness, fell down, and bruised her hip in the fall. She does not know how long she was unconscious; her husband was home at the time but has dementia and did not notice her fall. A renter who lives downstairs heard the fall, but it is unknown if they assisted. When the patient regained consciousness, she ate something and was feeling a little better. No bg was checked. She could not speak for one hour. Her family doctor suspected a stroke, so her daughter drove her to the hospital. She was initially examined neurologically and evaluated for a stroke, which was ruled out; neither the patient nor her daughter can remember the specific tests that were done. The patient¿s bg was later checked and was 40 mg/dl while the cgm showed 140-150 mg/dl. She cannot remember what treatment was given for the low bg, but it is assumed she would have been given some form of glucose for a value that low in the hospital. No x-rays or treatment were done for the hip injury. She stayed hospitalized for five days. At the time of the report she was at home and feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.